Event description:
The patient's sound processor alarm reportedly was constant. The pateint's parents exchanged external hardware. However, the problem was not resolved. In 2003, the patient was seen for device evaluation. Testing performed confirmed that the device was no longer functioning. The patient's device was explanted.